Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an attempt was made to use a resolute onyx drug eluting stent to treat a lesion in a patient. There was no damage reported to the packaging. It was reported that the stent was stuck to the balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands as per specifications. No deformation was evident to the stent wraps. No deformation evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no evidence of balloon inflation. Deformation was evident to the inflation lumen 3.5cm proximal to the distal tip with the material appearing pinched. There was crystallised residue visible in the inflation lumen. Nominal pressure of 9atm was applied to the device, the balloon failed to inflate indicating a blockage in the hypotube. A 0.014inch mandrel was inserted though the luer and advanced along the hypotube. When loading the mandrel, the balloon started to inflate, the proximal and distal portion of the balloon inflated, and the mid portion of the balloon did not inflate. The mandrel was removed and the nominal pressure of 9atm was again applied to the balloon. The balloon inflated and deflated with no issues noted, indicating that the obstruction in the hypotube had dislodged as the mandrel was advanced forward. The distal portion of the device was cut away and the support wire was removed. There was a ring of hardened contrast visible on the support wire distal to the spot welds. The mandrel was loaded through the luer and advanced through the hypotube with no issues, review of the distal tip of the mandrel showed no foreign material was found in the hypotube. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event did not occur post implant. If information is provided in the future, a supplemental report will be issued.